Manufacturer narrative:
H10 h3, h6: 72202469 fast-fix 360 reverse curve needle delivery system device used in treatment, was not returned for evaluation. Due to product unavailability, investigation was limited. If further information becomes available the complaint may be revisited. Instruction for use contains precautionary statements and recommendations for proper use of product. Influences that could compromise product performance or integrity that are unrelated to manufacture include: 1) inadvertent twisting or bending of the delivery needle. 2) proximity of anchor placement to each other. 3) difficulty with reaching the desired tissue location. 4) inadequate tissue conditions. 5) incomplete needle penetration through meniscus. Per instruction for use: ¿do not push the deployment slider until the needle is fully penetrated through the meniscus. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ complaint history review indicated a similar allegations for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. Instructions for use contains recommendations and precautionary statements for proper use of product. Risk management files contain the reported failure. Product met specifications upon release to distribution. No further investigation is warranted at this time.

Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A visual inspection revealed the device was returned outside of original packaging without anchors or suture. The needle was bent horizontally and the deployment needle appears to be twisted due to bend. A functional evaluation revealed the device could not be functioned properly. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during meniscus repair, the t2 of the fast-fix 360 did not get deployed. Ts were removed from patient. The procedure was completed without delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.